Manufacturer narrative:
Results: inoperable lift motors caused the bed to be stuck at the highest height. Conclusion: the customer only requested a quote to decide between repairing the bed or buying a new bed. No repairs made. Customer will address this issue at their discretion.

Event description:
It was reported by service report that the lift motors were not working, and the bed was found stuck at its highest height. No pt involvement or adverse consequences were reported.